Event description:
Per independent repair center statement unit is alarming or red light. The key failure was the valve operator was stuck. Additional malfunctions were the 4-way valve was not shifting, the hose clamp leaked and the p.m. Kit was dirty.